Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event remains unresolved and there were no further actions planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were abnormal laboratory tests with results of dehydration. A new medication was started. Etiology was other, parkinson's disease.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is movement disorders experienced delirium starting on (B)(6) 2015. The patient had return of hallucinations, delusions, cognitive changes and apraxia. Actions taken included medical or non-surgical therapy and hydration. Medications were administered and adjusted. The event was ongoing.